Event description:
It was reported via repair work order that a patient allegedly fell out of bed and bed exit did not alarm. Facility reported unspecified "minor" injury. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.